Manufacturer narrative:
Additional suspect medical device components involved in the event. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient developed infection at the pocket site. Symptoms included were fever, oozing and inflammation. The patient was prescribed oral antibiotics but pocket infection was not resolved. The patient underwent an explant procedure of the scs system. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician was not sure whether the infection was procedure related or if it was contracted at home due to hygiene. Device evaluation indicated that the ipg passed visual and performance tests performed and leads passed visual tests performed. No complaints about the functionality of the devices were reported. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. Devices exhibit normal device characteristics.

Event description:
A report was received that the patient developed infection at the pocket site. Symptoms included were fever, oozing and inflammation. The patient was prescribed oral antibiotics but pocket infection was not resolved. The patient underwent an explant procedure of the scs system. No device malfunction was suspected.